Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a patient data (pd) error, which is a benign telemetry error. Technical services (ts) was consulted and noted the pd error initially appeared on (B)(6) 2025. Per ts, there are no other errors, and the doctor can continue with normal follow-up. Ts recommended scheduling an outpatient check-up to re-enter the patient data and adding a patient note to include the correct implant date. This s-ICD remains in service. No adverse patient effects were reported.